Manufacturer narrative:
Alleged failure: a piece of plastic was noted at the tip between where the metal and plastic meet. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the outer seal (loctite) applied to the ceramic starts to get loose during use. Excessive force used when inserting removing probe, the probe inserted into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for the mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foreign material in the sterile packaging.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.